Event description:
The device user (du) reported error 410 was observed at the start of perfusion. Troubleshooting was completed. The gas connector connection was queried. When it was reconnected the po2 improved to expected range but o2% remained high. Two and one half hours later error 410 returned and troubleshooting was repeated with very slow improvement in po2.

Manufacturer narrative:
Service engineer (se) evaluated the device at the customer site. The reported issue could not be replicated. No issues with the oxygen delivery system were observed. Device passed functional testing.